Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with diffuse lamellar keratitis (dlk) stage 1 in the left eye (os) at 1 day post-operative exam. The patient¿s comments were of blurry vision in both eyes. Topical steroid dosage was increased to resolve symptoms. Bcva from (B)(6) 2017: right eye pre-op 20/20 -7.50 x .00 x 90, left eye pre-op 20/25 -7.75 x .00 x 90.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors.all pertinent information available to abbott medical optics has been submitted.